Event description:
Patient reported "capsular contracture baker grade iii", "foreign body sensation", "shape change", "suspected breast implant illness" - not related to the device and "hashimoto's thyroiditis" - not related to the device. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "capsular contracture baker grade iii", "foreign body sensation", "shape change", "suspected breast implant illness" - not related to the device and "hashimoto's thyroiditis" - not related to the device. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
Patient reported "capsular contracture baker grade iii", "foreign body sensation", "shape change", "suspected breast implant illness" - not related to the device and "hashimoto's thyroiditis" - not related to the device. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.